Manufacturer narrative:
Concomitant medical products - model: 5568-45, lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high threshold, no capture and cross-chamber oversensing. A lead revision was completed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.